Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 300 to 400 mg/dl with moderate ketones; cause was unknown. Reportedly, the ketone level was considered life threatening. Bg was addressed via a correction bolus, and multiple supply changes. The customer was instructed to consult with healthcare provider regarding bg level.